Event description:
Customer alleged the frame weld on the right hand side of chair under the seat broke. No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(4) 2012 no RMA has been initiated for this issue. Model 9sl, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called and stated that the weld under the seat, on the right hand side, allegedly broke. The dealer is ordering the replacement part and will repair the wheelchair. No injury alleged.